Manufacturer narrative:
Next tentative date of removal is on (B)(6) 2026. Follow up will be done after the date provided to confirm if the sensor was able to be removed. Additional information will be provided in a supplemental report.

Event description:
Senseonics was made aware of an incident where the hcp was unable to remove the sensor during fist attempt on (B)(6) 2025. The sensor's site is the right upper arm. It was confirmed that an incision was made to attempt to remove the sensor. At the time of the call, the user was doing fine. Sensor was palpable before the incision. A magnet was used to localize the sensor, but no transmitter or ultrasound was used. Next tentative date of removal is on (B)(6) 2026.